Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch basic would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. Five months prior to contact to lfs, the pt noted the reported meter would not power on. During the time period, the pt was unable to test his blood glucose levels, he continued to take his usual dose of the oral diabetes medication metformin. One week later, the pt experienced the symptoms of sweating, fatigue and headache. He received no medical attention or treatment. Troubleshooting revealed the pt had replaced the meter's battery correctly and the battery contacts were in good condition. The issue was not resolved. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level, due to the meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.